Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that system failed to boot up. Upon troubleshooting, onsite service fse (field service engineer) found that that the x-ray pc was in an "off" state and could not be powered on manually. The fse concluded that the x-ray pc was damaged. The failure analysis of the smart suite x-ray pc identified that the issue with the suite x-ray pc was due to its inability to power on, attributed to the absence of both the hdd and ssd. To resolve the issue, the fse replaced the x-ray pc and reinstalled the associated software. After replacing the x-ray pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.